Event description:
It was reported that the customer had a partial display on the insulin pump. Customer stated that she saw a black square within the screen and it blocks out part of the screen. Customer stated that this occurred 2 weeks ago and she is still using the pump. Customer stated that her pump trainer observed the same thing and also the top right corner of the screen had 2 cracks. Customer stated that she dropped the pump and it fell on the marble floor. Insulin pump will need to be replaced. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.